Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. While a cause for this specific clinical event cannot be ascertained from the info provided, an updated report will be submitted when add'l info or the device is received and investigated. Zimmer reference number (B)(4).

Event description:
It was reported that the pt received a wagner sl revision 16/190, right side, on (B)(6) 2012. The pt had hip related complication on operative hip. The femoral implant was loosening. On (B)(6) 2013, the pt underwent revision surgery.